Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr0141 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported staff nurse a was inserting PICC line under supervision from nurse b using ultrasound guidance and sherlock 3cg. It was stated during insertion the PICC met resistance with difficulties advancing the PICC. The PICC was removed, no resistance met on removal but noted on removing PICC that wire had snapped from inside the PICC line and came away. It was stated the PICC line was intact and the wire was intact. X-ray was carried out of right upper arm to ensure wire removed intact and report by radiologist: no wire visualized. Procedure was then carried out by nurse b without complications as per PICC insertion policy. Patient was allowed home.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A break in the polyimide tubing was observed 3.9cm from the distal tip of the stylet. A microscopic examination of the adjoining ends of the stylet revealed a rough and uneven surface. Blood residue was observed within the polyimide tubing. The entire stylet was returned for investigation. Kinks were observed in the proximal segment of polyimide tubing 10mm and 15mm proximal to the fractured end of the tubing. Kinks were observed in the distal segment of polyimide tubing 3mm and 8mm distal to the fractured end of the tubing. The polyimide tubing was also kinked 1cm from the distal end of the stylet. Magnets were missing from the 1cm segment of the proximal end of polyimide tubing adjacent to the fractured end. The wall thickness of the polyimide tubing was within specification. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. It was reported that the PICC was not advancing during the insertion process. Sharp or acute angles should be avoided during implantation. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recr0141 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported staff nurse a was inserting PICC line under supervision from nurse b using ultrasound guidance and sherlock 3cg. It was stated during insertion the PICC met resistance with difficulties advancing the PICC. The PICC was removed, no resistance met on removal but noted on removing PICC that wire had snapped from inside the PICC line and came away. It was stated the PICC line was intact and the wire was intact. X-ray was carried out of right upper arm to ensure wire removed intact and report by radiologist: no wire visualized. Procedure was then carried out by nurse b without complications as per PICC insertion policy. Patient was allowed home. (B)(6) 2018 additional details: complainant facility reported that chloraprep 92% w/v / 70% v/v cutaneous solution) 9chlorhexidine gluconate 20mg/ml / isopropyl alcohol 0.70ml/ml ) 3 ml applicator was used on the catheter for maintenance.